Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they need an unrelated MRI and has been trying to get a hold of their manufacturing representative (rep). It was then confirmed that the patient has an appointment with their healthcare provider on 2018-(B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was looking up what to do so that they could have an MRI. The patient's ins wasn't charged because they weren't using the ins and the last time they charged was a few months ago. They were unable to connect with their programmer and were receiving poor communication. The patient's ins got to the point where it wasn't charging and it wasn't doing the patient any good so they stopped using the system. The ins was either off or dead and the patient reported that they couldn't get the unit to charge so they gave up on it. No further complications reported.